Event description:
Reportable based on product analysis completed (B)(6) 2012. It was reported that during percutaneous transluminal angioplasty (pta) crossing difficulty occurred. The 100% stenosed and moderately tortuous lesion was located below the knee. The small peripheral cutting balloon 2.25mm/1.5cm/140cm device was being use for critical limb ischemia (cli) patient but the cutting balloon would not cross the lesion. No patient complications were reported and the patient's status is reported as good. However, returned product analysis revealed the shaft was broken.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: microscopic examination identified a shaft break 29cm from the strain relief. A microscopic examination observed no damage to the balloon or blades. All blades were fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical/procedural factors. (B)(4).